Manufacturer narrative:
Investigation in progress.

Event description:
Received error alert for ultrasound connection would not connect. Tried multiple system checks with service technician over the phone but could not get the ultrasound to function. Case aborted with patient on the table under general anesthesia. Service technician dispatched.

Manufacturer narrative:
Device evaluated by field service engineer using simulated use testing. Found hardware timing problem. Unable to determine the cause of the event. Device was repaired and returned to the customer.